Manufacturer narrative:
(B)(4). The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the renal pigtail kinked and no other issues as torn or detached was found. A photo of the complaint device was attached in the complaint and is possible observed the device kinked. The suture string, the positioner and the stabilizer did not returned with the device. A functional evaluation noted that the guide wire pass through the device and no resistance was felt. No other issues with the device were noted. The reported event was confirmed. According to product analysis, the problems found were possible operational factors, such as interacting of the device with other devices involved during it use could have caused this failure. An excess of force applied during it used could kinked it and cause that the user felt resistance when introduce other device. This consequently affect the performance of the device. Due to the report complaint report of stent/delivery system difficult to advance cannot be confirmed the conclusion code will be no problem detected. Therefore, adverse event related to procedure is selected as the most probable root cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris ureteral stent was used during a ureteral stone procedure in the ureter, performed on (B)(6) 2021. During the procedure and inside the patient, the device could not be inserted. Another polaris ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was kinked.